Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the cannula was clogged/blocked. The following information was provided by the initial reporter. The customer stated: "when the blood is drawn, the quality of the abg is found to be substandard. Replaced the abg immediately and carry out the blood drawing operation again." No erroneous results reported for this complaint.